Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, route and frequency not reported) for peritonitis which were discontinued 14 days after event onset. The patient was recovered from peritonitis event. Pd therapy was ongoing. No additional information is available.